Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 2,0 mg/ml at 2,1242 mg/day via an implantable pump. The indication for use was not reported. It was reported a motor stall occurred. Logs confirmed a motor stall occurred on (B)(6) 2019 at 13:36 with a recovery on (B)(6) 2019 at 07:41. The patient did not undergo an MRI on (B)(6) 2019. It was noted that the pump would need to be replaced next year (from (B)(6) 2009). No actions/interventions were necessary. The patient was well, and the issue was resolved. The patient was instructed to go to the hospital immediately if a new alarm occurs. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two and the lower shaft of the rotor. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump critical alarm sounded again for a 2nd motor stall. The patient was going to go to the clinic at 1:30 pm on (B)(6) 2019. Logs showed motor stalls occurred. The pump was replaced. The pump would be returned to the device manufacturer.